Event description:
It was reported that the ventilator generated a technical error code indicating a communication error. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was claimed that technical error 33 (te33) that indicates communication error, occurred on the device. The device failed to meet its specifications, it has not been used at the time of the event. There have been no adverse event sustained as a result of the issue. According to service manual for servo-s, te33 correspond to ventilation disabled message caused by communication error or pc 1771 control error during startup. Recommended action in case of occurrence is to replace pc 1771 control. If the suspected fault condition occurs during startup, the reported start-up error code (te33) will be generated and ventilation cannot be started. If the fault appears during ventilation, ventilation may stop and audiovisual alarms will be generated (te10, te12). Based on technician statement, the issue has been solved after replacing control printed circuit board. After this action, no more issues occurred and the device has been used without failure. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).